Event description:
It was reported that the patient was hospitalized for two days with heart failure. The patient received medication and was discharged with no recurrences. It was noted that the patient was part of the (B)(6) study. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).